Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial# :(B)(6), implanted: 2013 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said that they had a full revision done in 2020 when they had the implant replaced with their current implant. Pt said that at the end of 2018 beginning of 2019 they tried different settings on their therapy to get the therapy to the right settings but they couldn't. Pt said that their implant battery started "wigging" out. Pt said their doctor decided on replacement of the 37712 implant.

Manufacturer narrative:
Concomitant medical products:: product ID: 39286-65,serial#: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #:(B)(4), ubd: 25-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that approximately 4 months ago, the patient lost stimulation in the lower leg and foot. The patient felt stimulation in the upper leg and low back. There were no known factors that could have contributed to the issue. The rep attempted to reprogram to cover the painful areas. The rep was unable to get coverage below the knee. The rep reported that the office was getting an x-ray of lead placement to see if it had migrated. The issue was not resolved. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the patient has not yet gone to get an x-ray. Additional information was received from a consumer regarding the patient on (B)(6) 2020. It was reported that the x-ray confirmed that the leads have not moved and that the cause of the loss of stimulation below the knee was not determined. The patient was scheduled for a complete revision of the system to resolve the issue. The patient is currently awaiting surgery. There were no further complications reported or anticipated.